Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing intermittent stimulation changes and loss of stimulation. It was also noted that implantable pulse generator (ipg) would not hold its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.correction to initial emdr in blocks f10 and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced intermittent stimulation changes, loss of stimulation, rapid battery depletion, and error messages on the remote control. The patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced. The patient did well postoperatively. The device was not returned for analysis, as it was disposed of by the medical facility.